Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d8, d9, g3, g6, h2, h3, h4, h6, h8, h10. Visual examination of the returned product identified the green valve had detached from the fan spray tip. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during the surgery, the valve was dislodged from the fan spray tip during use according to the normal usage. Fortunately, the surgeon noticed this incident during the surgery, and he removed the valve from the patient's body. There was no harm and the delay was less than 15 minutes. No adverse event was reported as a result of this malfunction.